Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). The carefusion field service representative found monitor cap missing when inspecting circuit; identified user error with system operation as the root cause of the reported event. Cap was then replaced and oscillator was then ran for one hour without issues.

Event description:
The customer reported the unit stopped oscillating while in patient use; end-user was alerted by audible alarm on the unit and could not restart the unit no patient harm noted. The patient was removed and placed on another unit.